Manufacturer narrative:
The customer replaced the base assembly and cpu tray cover to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit was not secure to the base. The customer also reported damage to the base of the unit. It was reported there was no patient involvement at the time the issue was discovered. The customer attempted to use the thumbwheel, but it did not attach to the unit. The remote service engineer (rse) provided the customer with the part number for the base assembly and central processing unit (cpu) tray cover to replace as recommended resolution.